Event description:
The customer reported intermittent dark images. No pt injury was reported.

Manufacturer narrative:
The ge service rep found a broken pin in the lemo connector. Utilized all necessary esd tools. The rep replaced the lemo connector. The system operates as intended.